Event description:
It was reported that the pt reported hitting her head against a wall. The pt is planned to be re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.